Manufacturer narrative:
As reported, one month post implant of the xenmatrix graft and bowel resection procedure the patient was diagnosed with a surgical site bacterial (staphylococcus aureus) infection and was treated with oral antibiotics. The clinician has assessed the patient¿s postoperative course of surgical site infection as possibly related to the study device and definitely related to the procedure. However, based on the information provided, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. Infection is a known inherent risk of surgery and is listed as a possible complication in the instructions-for-use (IFU) supplied with the device. Regarding infection, the warnings section of the IFU states, "if an infection develops, it should be treated aggressively." This MDR represent the ae of surgical site infection. An additional MDR has been submitted to represent the ae of hernia recurrence. Not returned - remains implanted.

Event description:
As reported per clinical study (B)(4): on (B)(6) 2016, the subject patient underwent multiple recurrent ventral midline open hernia repair procedure, during which a xenmatrix surgical graft was trimmed and placed in underlay fashion on the intra-peritoneal region using suture (maxon). Facia was completely closed with maxon suture in interrupted stitch technique and full skin closure was achieved with sutures. The patient was discharged on (B)(6) 2016. Concomitant procedure includes lysis of adhesion(s) and bowel resection. On (B)(6) 2017, the patient was diagnosed with surgical site infection and admitted to hospital on (B)(6) 2017 and ir drain placed. Intra-abdominal culture was performed, and the patient was diagnosed with (staphylococcus aureus) bacterial infection and treated with oral antibiotics. The patient was discharged to home on (B)(6) 2017. The ae is clinically assessed to be of moderate severity, possibly related to the study device, definitely related to procedure and recovered/resolved. The reported adverse event meets the definition of an sae (serious adverse event) and does not meet the uade (unanticipated adverse device effect).